Event description:
Olympus was informed that during a liver resection, the physician over activated the seal and cut mechanism of the device thinking that there was still tissue in between the device jaws. As a result of that, the physician burnt the teflon pad on the jaw of the device. The procedure was successfully completed using another device. No patient injury reported. The pt is doing well at the time. No additional info was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time this report will be supplemented.